Event description:
It was reported that, while playing, the child fell down from father's knees. Re-implantation is scheduled.

Manufacturer narrative:
Not available. The device has not been explanted. If it should be explanted. It is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.